Event description:
Boston scientific crm received information that this ventricular lead was exhibiting impedance measurements greater than 2000 ohms. Therefore, the lead was removed from service and replaced without further incident.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.